Event description:
On (B)(6) 2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry underwent revision surgery for unknown reasons. Images were taken on (B)(6) 2024, showing the patient no longer had the original arthrex implants from the original surgery on (B)(6) 2022. Upon further review, it was discovered that the patient was revised on (B)(6) 2022 at an outside facility. An ar-9501-09s univers revers apex humeral stem size 9, an ar-9502f-36rcpc arthrex univers revers suture cup 36 mm, an ar-9582-20 modular post for augmented mgs baseplate 20 mm, an ar-9580-2420-2 univers revers modular glenoid system, augmented baseplate 24 mm +2, 20 degree full, two ar-9562-24nl univers revers modular glenoid system, peripheral screw, non-locking 4.5 x 24 mm, an ar-9503-3633-3c univers revers modular glenoid system constrained combo humeral insert 36 +3c / 33, an ar-9564-2433 arthrex univers revers modular glenoid system glenosphere 33/24, and two ar-9563-24 univers revers modular glenoid system, peripheral screw, locking 5.5 x 24 mm, were explanted during the revision surgery on (B)(6) 2022. No other information other than the date of surgery was available for review. Therefore, the reason for the revision and whether or not it was related to trauma is unknown. It is also unknown if the new implant system, implanted on (B)(6) 2022, are arthrex products. The patient is not experiencing pain with the implants; however, has a limited range of motion and strength.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event.